Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that angiography showed that the tip was suspected to be at the distal section of the blood vessel.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when the aneurysm was embolized with coil, the mark point at the tip end could not be clearly seen. After several attempts, the mark point at the tip end was still unclear. After the microcatheter was withdrawn, it was found that the mark point at the tip end was broken. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing coil-assisted embolization of aneurysm. The access vessel was the femoral artery with a diameter of 5.7mm. It was noted the patient's vessel tortuosity was moderate.

Event description:
Additional information received that angiography shows that it does not affect the branch and blood flow and does not require surgical intervention.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of 105-5091-150, lotno:b561102 as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. No ancillary devices were returned for analysis. Visual inspection/damage location details: no damages were found with the echelon-10 micro catheter hub. The distal ~2.7cm of the distal micro catheter appeared shaped. The distal tip and distal marker band were separated from the remaining catheter and not returned for analysis. The edge of the break appears jagged and with necking (narrowing/stretched). Customer reported the marker band remained within the patient. Testing/analysis: the echelon-10 micro catheter total length was measured to be ~155.6cm and the usable length was measured to be ~1 48.0cm, which is still within specification (specification: total (ref) = 155cm, usable: 147cm ± 1.5cm). Conclusion: based on the device analysis and reported information, the customer¿s report of ¿marker band dislodged¿ was confirmed. Possible causes for marker band dislodging are tensile failure, user advances/retrieves device against resistance, patient vessel tortuosity, kink/damage in guide catheter/sheath, hard clots/calcifications in the navigational tract, or catheter tip shaping. Customer reported devices were prepared per IFU, and vessel tortuosity as moderate. The jagged edge and necking found at the location of the break is indicative of tensile failure. It is also possible that the steam shaping contributed towards the failure. The likely cause of the tensile failure could not be determined. As the guide catheter was not returned for analysis, any contribution of the guide catheter towards the failure could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.